Event description:
Before use, it was reported that from the original outer carton, the seal of the sterile unit was open. It was stated that the original outer box was in compliance.

Manufacturer narrative:
The product evaluation laboratory received one pressure monitoring kit in its original package. Part of the seal was already open at the upper right corner. The open area of the seal showed complete adhesive transfer. The tyvek was damaged at the label area.